Event description:
It was reported that a revision surgery was performed due to pain and cup migration. The stem was replaced because the stem angle of anteversion was about 60 degree. The surgeon thinks that it was not a product defect.